Manufacturer narrative:
Follow-up received on 26-may-2016. Quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removed") in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 508801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia (during essure procedure), gravida ii, parity 1 and spontaneous abortion. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complications"). The patient was treated with surgery. Essure (ess205) was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure (ess205). The reporter commented: during essure insertion, bilateral ostia were visualized. Two essure coils were protruding into the cavity on the right, and 12 on the left at completion of the procedure. There was hemostasis at completion of the procedure. Approximately 2.5 liters of normal saline fluid were lost during the procedure, the majority on the drapes and the floor; however, electrolytes was drawn on this patient prior to discharge. Diagnostic results: (B)(6) 2006: exam under anesthesia showed a 6- to 8-week sized, mobile, anteverted uterus with good descent. Operative findings revealed normal endometrial cavity without intracavitary lesion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: medical records received-lot number, concomitant medication, reporters and information about insertion procedure were added. Essure model number updated and device was re-coded. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a 33 year old female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Since lot number was provided, an updated analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a (B)(6) female patient who had essure (ess205) (batch no. 508801 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia (during essure procedure), gravida ii, parity 3 and spontaneous abortion. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), abdominal pain lower ("cramping") and migraine ("migraines"). The patient was treated with surgery (she had surgery to remove the essure implant) . Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, depression, anxiety, alopecia, abdominal pain lower and migraine outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device dislocation, migraine and perforation to be related to essure (ess205). The reporter commented: bilateral ostia were visualized. Two essure coils were protruding into the cavity on the right, and 12 on the left at completion of the procedure. There was hemostasis at completion of the procedure. Approximately 2.5 liters of normal saline fluid were lost during the procedure, the majority on the drapes and the floor; however, electrolytes was drawn on this patient prior to discharge. Diagnostic results: (B)(6) 2006: exam under anesthesia showed a 6- to 8-week sized, mobile, anteverted uterus with good descent. Operative findings revealed normal endometrial cavity without intracavitary lesion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 27-oct-2017: summons received - events device removed' and 'medical device complication were deleted and new events perforation, migration, pain, depression, anxiety, hair loss, cramping, migraines were added. Product stop date was added. New legal reporter was added. Surgical treatment was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removed") in a (B)(6) female patient who had essure (ess205) (batch no. 508801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia (during essure procedure), gravida ii, parity 1 and spontaneous abortion. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complications"). The patient was treated with surgery. Essure (ess205) was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure (ess205). The reporter commented: during essure insertion, bilateral ostia were visualized. Two essure coils were protruding into the cavity on the right, and 12 on the left at completion of the procedure. There was hemostasis at completion of the procedure. Approximately 2.5 liters of normal saline fluid were lost during the procedure, the majority on the drapes and the floor; however, electrolytes was drawn on this patient prior to discharge. Diagnostic results: (B)(6) 2006: exam under anesthesia showed a 6- to 8-week sized, mobile, anteverted uterus with good descent. Operative findings revealed normal endometrial cavity without intracavitary lesion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 22-may-2017: the lot number 508801 is invalid. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Upon receipt of follow up information since an invalid lot number was provided, no updated analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.